Event description:
A falsely low result for an unknown assay was obtained on one patient sample on an atellica ch 930 analyzer. The sample was repeated on an alternate atellica ch 930 analyzer and recovered higher. The following day, a second sample from the same patient was run and recovered falsely low. The next day the sample was repeated on the same and alternate atellica ch 930 analyzer, recovering higher. The higher results were considered to be the correct results. It is uncertain if the incorrect and correct results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous results. This MDR is being filed in an abundance of caution. MDR 2432235-2023-00062 is being filed for the same patient.

Manufacturer narrative:
An outside the united states customer contacted a siemens customer care center (ccc). Siemens is investigating the issue. MDR 2432235-2023-00062 was filed for the discordant result obtained on (B)(6) 2023.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00061 on 10-feb-2023. Additional information (17-feb-2023): the customer provided additional data regarding this incident. Sections a2, a3, b5 and b6 of the MDR were updated to reflect the additional informaiton. Additional information (08-mar-2023): quality controls (qc) recovered in range at the time of the event. Siemens' investigation determined that the sample contained a high bilirubin level with an icteric index of 4, which is above the threshold for interference as stated in the astplc instruction for use (IFU), interferences (h,I,l) section. The instrument and reagent are performing acceptably. The cause of the event was a sample specific issue. The investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information. The system is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00062_s1 was also filed for this event and the patient described in the supplemental pertains to the same patient.

Event description:
A falsely low aspartate aminotransferase p5p (astplc) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was then diluted and run for astplc on an alternate atellica ch 930 analyzer, recovering higher. The undiluted sample was then rerun for astplc on the alternate atellica ch 930 analyzer, also recovering higher than the initial result. The diluted sample was then repeated on the alternate atellica ch 930 analyzer, also recovering higher. The higher result obtained with the undiluted sample was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low astplc result.